Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient's abdomen. The tip cover accessory was retrieved. However, at this time, the root cause of the customer reported failure in unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory "slid" along the mcs instrument covering the jaw. While removing the mcs instrument, the tip cover accessory fell inside the patient¿s abdomen. The tip cover accessory was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the mcs instrument issues were noticed during the procedure. The mcs instrument did not collide with any other instruments. No resistance was felt upon removing the mcs instrument through the cannula. The tip cover accessory was retrieved with a ¿coelio¿ instrument. There was no report of any patient harm.